Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: revision operative notes were returned which state the stem was found to be extremely loose and wobbly. It had soft tissue ingrowth and no evidence of infection. The surgeon states that he thinks the patient "had a failure of biology and a failure of bony ingrowth." X-rays were not provided for review. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be determined. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.